Manufacturer narrative:
(B)(4). Additional data / failure investigation: field service technician on site found unit to have a loose bracket inside the controller board cover. The loose bracket came into contact with the controller board and caused the board to short out. The loose bracket and controller board were replaced by field service technician.

Event description:
Customer reports seeing visible puff of smoke come from the rear of the drawer when they pulled it open. No harm caused to patient or user.